Event description:
It was reported that, during procedure, the dissector's trigger was stuck and the personnel had to open a new dissector in order to finished the surgery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a piece of particulate matter under the activation button. Functional testing found that troubleshooting did not observe any issues with the latch of the device. The product analysis found the torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. A larger piece became wedged under the activation button and interfered with its proper function. Further examination of the torque adaptor and interfacing components, the damage appears to be from heat, likely friction. Probable causes for this failure mode include, inadequate torquing during assembly, component¿s geometry and/or positioning on waveguide is out of specification, and/or assembly positioning and tolerances bias torque adaptor against proximal wall of inner torque nozzle during use increasing friction. It was reported that the device latch was on. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.